Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the siderail latch plate was bent, preventing the siderail from latching. He straightened the latch plate to repair the bed.